Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and abortion. No relevant gynecological history. Previously administered products included for contraception: injectable homone. Concurrent conditions included hypothyroidism and arterial hypertension. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("intense bleeding"), back pain ("lumbar pain") and headache ("headaches"). The patient was treated with surgery (abdominal partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, back pain and headache outcome was unknown. The reporter considered back pain, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: essure insertion procedure went on without complications, with 1 trailing coil on the left side and 3 trailing coils on the right side (devices in correct position). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: macroscopy: uterus with 85.9g,¿¿5.5x5.5x4.2 cm with smooth and shiny serosa. Brownish and fasciculated myometrium, measuring 1.3 cm. Endometrial cavity 3.6x 2.4 cm and the endometrium is brownish and elastic, 0.4 cm thick. Uterine cervix devoid of ectocervice and external orifice in cleft, presenting endocervical canal with brownish mucosa with small cystic cavities, containing whitish and gelatinous material. Larger fallopian tube measuring 8.7 cm in length by 0.4 cm in diameter. The outer surface is brownish, smooth and shiny. Brownish and elastic wall, measuring 0.2 cm thick, with virtual lumen, presenting metal structure of permeate. Presence of cystic structures in the mesossalpinge, the largest measuring 0.3 cm in diameter. Smaller fallopian tube measuring 8.3 cm in length by 0.6 cm in diameter. The outer surface is brownish, smooth and shiny. Brownish and elastic wall, measuring 0.3 cm thick, with virtual lumen, presenting metal structure of permeate. Presence of cystic structures in the mesossalpinge, the largest measuring 0.2 cm in diameter. Conclusion: uterus with myomatous hypertrophy of the myometrium. Presence of adenomyosis. Proliferative endometrium. Segment of the cervix with chronic endocervicitis and naboth cysts. Fallopian tubes within normal standards. Presence of simple paratubal cysts. Physical examination - on (B)(6) 2020: ECG normal, centered trachea, normal lungs and normal cardiac area. Concerning the injuries reported in this case, the following ones were described in patients medical records: pelvic pain, back pain and headache. Most recent follow-up information incorporated above includes: on 2-aug-2021: new information received via legal claim: the patient medical history and lab results were reported. The event 'severe adverse events' was clarified as 'pelvic pain', 'back pain', 'headache' and 'genital bleeding'. Information regarding essure removal was reported and the case was now considered serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. B02267) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 and abortion. No relevant gynecological history. Previously administered products included for contraception: injectable homone. Concurrent conditions included hypothyroidism and arterial hypertension. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("intense bleeding"), back pain ("lumbar pain") and headache ("headaches"). The patient was treated with surgery (abdominal partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, back pain and headache outcome was unknown. The reporter considered back pain, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: essure insertion procedure went on without complications, with 1 trailing coil on the left side and 3 trailing coils on the right side (devices in correct position). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: macroscopy: uterus with 85.9g,  5.5x5.5x4.2 cm with smooth and shiny serosa. Brownish and fasciculated myometrium, measuring 1.3 cm. Endometrial cavity 3.6x 2.4 cm and the endometrium is brownish and elastic, 0.4 cm thick. Uterine cervix devoid of ectocervice and external orifice in cleft, presenting endocervical canal with brownish mucosa with small cystic cavities, containing whitish and gelatinous material. Larger fallopian tube measuring 8.7 cm in length by 0.4 cm in diameter. The outer surface is brownish, smooth and shiny. Brownish and elastic wall, measuring 0.2 cm thick, with virtual lumen, presenting metal structure of permeate. Presence of cystic structures in the mesossalpinge, the largest measuring 0.3 cm in diameter. Smaller fallopian tube measuring 8.3 cm in length by 0.6 cm in diameter. The outer surface is brownish, smooth and shiny. Brownish and elastic wall, measuring 0.3 cm thick, with virtual lumen, presenting metal structure of permeate. Presence of cystic structures in the mesossalpinge, the largest measuring 0.2 cm in diameter. Conclusion: - uterus with myomatous hypertrophy of the myometrium - presence of adenomyosis - proliferative endometrium - segment of the cervix with chronic endocervicitis and naboth cysts - fallopian tubes within normal standards - presence of simple paratubal cysts. Physical examination - on (B)(6) 2020: ECG normal, centered trachea, normal lungs and normal cardiac area. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, back pain and headache. Lot number:b02267 manufacturing date:2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-aug-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] perforation of internal organs, among others [perforation of organ] intense bleeding [bleeding genital] lumbar pain [lumbar pain] headaches [headache] allergic reactions to nickel in its composition [nickel allergy] gynecological complications [female reproductive tract disorder] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and perforation ("perforation of internal organs, among others") in a 30-year-old female patient who had essure inserted (lot no. B02267) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abortion, parity 3 and multigravida. No relevant gynecological history. Previously administered products included: hormonal contraceptives for systemic use for contraception. Concurrent conditions were listed as arterial hypertension and hypothyroidism. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("intense bleeding"), back pain ("lumbar pain") and headache ("headaches"). On unknown date she experienced perforation (seriousness criterion medically important), allergy to metals ("allergic reactions to nickel in its composition") and female reproductive tract disorder ("gynecological complications"). The patient was treated with surgery (abdominal partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, back pain, female reproductive tract disorder, genital haemorrhage, headache, pelvic pain and perforation to be related to essure administration. The reporter commented: essure insertion procedure went on without complications, with 1 trailing coil on the left side and 3 trailing coils on the right side (devices in correct position). Unknown date: brazilian patient. The patient is the victim of damages caused by the acquisition and use of the essure contraceptive device. The patient, in good faith (as reported), chose to use the essure device as a permanent sterilization method and, over time, began to suffer a series of medical damages and adverse consequences that may have been directly caused by the use of this device. The damages include (but are not limited to): gynecological complications, allergic reactions to nickel in its composition, chronic pain, abnormal bleeding, perforation of internal organs, among others. None of the patients had unequivocal knowledge of the harm caused by the essure device due to the lack of conclusive medical opinions regarding the origin and extent of the individual harms. The patient seeks compensation for the damages (unspecified) eventually suffered. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: macroscopy: uterus with 85.9g, 5.5x5.5x4.2 cm with smooth and shiny serosa. Brownish and fasciculated myometrium, measuring 1.3 cm. Endometrial cavity 3.6x 2.4 cm and the endometrium is brownish and elastic, 0.4 cm thick. Uterine cervix devoid of ectocervice and external orifice in cleft, presenting endocervical canal with brownish mucosa with small cystic cavities, containing whitish and gelatinous material. Larger fallopian tube measuring 8.7 cm in length by 0.4 cm in diameter. The outer surface is brownish, smooth and shiny. Brownish and elastic wall, measuring 0.2 cm thick, with virtual lumen, presenting metal structure of permeate. Presence of cystic structures in the mesossalpinge, the largest measuring 0.3 cm in diameter. Smaller fallopian tube measuring 8.3 cm in length by 0.6 cm in diameter. The outer surface is brownish, smooth and shiny. Brownish and elastic wall, measuring 0.3 cm thick, with virtual lumen, presenting metal structure of permeate. Presence of cystic structures in the mesossalpinge, the largest measuring 0.2 cm in diameter. Conclusion: - uterus with myomatous hypertrophy of the myometrium - presence of adenomyosis - proliferative endometrium - segment of the cervix with chronic endocervicitis and naboth cysts - fallopian tubes within normal standards - presence of simple paratubal cysts [physical examination] on (B)(6) 2020: ECG normal, centered trachea, normal lungs and normal cardiac area concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, back pain and headache. Lot number: b02267 manufacturing date:2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-nov-2024: medical record received. New events nickel allergy, organ perforation gynecological complications were added. New reporter (lawyer) added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female], perforation of internal organs, among others [perforation of organ], intense bleeding [bleeding genital], lumbar pain [lumbar pain], headaches [headache], allergic reactions to nickel in its composition [nickel allergy], gynecological complications [female reproductive tract disorder]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and perforation ("perforation of internal organs, among others") in a 30 year-old female patient who had essure inserted (lot no. B02267) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abortion, parity 3 and multigravida. No relevant gynecological history. Previously administered products included: hormonal contraceptives for systemic use for contraception. Concurrent conditions were listed as arterial hypertension and hypothyroidism. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("intense bleeding"), back pain ("lumbar pain") and headache ("headaches"). Essure was removed on (B)(6) 2020. On unknown date she experienced perforation (seriousness criterion medically important), allergy to metals ("allergic reactions to nickel in its composition") and female reproductive tract disorder ("gynecological complications"). The patient was treated with surgery (abdominal partial hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, back pain, female reproductive tract disorder, genital haemorrhage, headache, pelvic pain and perforation to be related to essure administration. The reporter commented: essure insertion procedure went on without complications, with 1 trailing coil on the left side and 3 trailing coils on the right side (devices in correct position). Unknown date: brazilian patient. The patient is the victim of damages caused by the acquisition and use of the essure contraceptive device. The patient, in good faith (as reported), chose to use the essure device as a permanent sterilization method and, over time, began to suffer a series of medical damages and adverse consequences that may have been directly caused by the use of this device. The damages include (but are not limited to): gynecological complications, allergic reactions to nickel in its composition, chronic pain, abnormal bleeding, perforation of internal organs, among others. None of the patients had unequivocal knowledge of the harm caused by the essure device due to the lack of conclusive medical opinions regarding the origin and extent of the individual harms. The patient seeks compensation for the damages (unspecified) eventually suffered. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: macroscopy: uterus with 85.9g,  5.5x5.5x4.2 cm with smooth and shiny serosa. Brownish and fasciculated myometrium, measuring 1.3 cm. Endometrial cavity 3.6x 2.4 cm and the endometrium is brownish and elastic, 0.4 cm thick. Uterine cervix devoid of ectocervice and external orifice in cleft, presenting endocervical canal with brownish mucosa with small cystic cavities, containing whitish and gelatinous material. Larger fallopian tube measuring 8.7 cm in length by 0.4 cm in diameter. The outer surface is brownish, smooth and shiny. Brownish and elastic wall, measuring 0.2 cm thick, with virtual lumen, presenting metal structure of permeate. Presence of cystic structures in the mesossalpinge, the largest measuring 0.3 cm in diameter. Smaller fallopian tube measuring 8.3 cm in length by 0.6 cm in diameter. The outer surface is brownish, smooth and shiny. Brownish and elastic wall, measuring 0.3 cm thick, with virtual lumen, presenting metal structure of permeate. Presence of cystic structures in the mesossalpinge, the largest measuring 0.2 cm in diameter. Conclusion: uterus with myomatous hypertrophy of the myometrium, presence of adenomyosis, proliferative endometrium, segment of the cervix with chronic endocervicitis and naboth cysts, fallopian tubes within normal standards, presence of simple paratubal cysts. [Physical examination] on (B)(6) 2020: ECG normal, centered trachea, normal lungs and normal cardiac area. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, back pain and headache. Lot number:b02267, manufacturing date:2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-dec-2024: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.